Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported that an external leak occurred during treatment. "A few drops" of saline leaked externally from the dialyzer header during the priming stage, before the patient was connected. Subsequent to this leak identification, the connections were tightened at each dialyzer port and the leaking appeared to stop. Preparation for treatment resumed and treatment began. Shortly into the patient's treatment, the dialyzer began to leak more steadily. The fluid leaking from the dialyzer was described as dialysate. There was no reported blood loss as the patient's blood was said to be returned. As reported, there were no visible traces of blood present in the dialysate compartment. The machine did not alarm and blood test strips were not used. No dialyzer damage was visible. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The user facility returned the device for a manufacturer evaluation.

Manufacturer narrative:
The complainant facility returned the device to the manufacturer for physical evaluation. The fiber bundle within the device was streaked with blood residue and the fibers were wet with indication of blood exposure. Blood residue was also noted in one of the headers; however, this was subsequently removed during decontamination of the complaint sample. There was no evidence of blood in the dialysate compartment. Gross visual examination of the device noted a crack near the base of the bell housing on the non-cavity ID end. With the dialysate ports situated at approximately 0 degrees, the observed crack spanned from 230 degrees to 290 degrees. No other damage or irregularities were noted during visual examination. Following visual inspection, the device was subjected to a laboratory leak test. Testing revealed there was a leak originating from the crack below the bell housing at approximately 4.0 pounds per square inch (psi). A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. However, the specific cause for the reported failure could not be determined with the information provided by the user facility. Visual examination of the returned device noted a crack near the base of the bell housing on the non-cavity ID end. Additionally, the sample was subjected to a laboratory leak test where a leak was observed originating from the crack (below the bell housing) at approximately 4.0 psi.